Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked in the cardiovascular unit during patient use. The product was infusing an unknown medication at 1ml/hour and precedex at 0.8ml/hour into a PICC, and the product was leaking from the red and white ports. The leaks were noted at the same time. There was no patient harm.

Event description:
The customer reported the product leaked in the cardiovascular unit during patient use. The product was infusing an unknown medication at 1ml/hour and precedex at 0.8ml/hour into a PICC, and the product was leaking from the red and white ports. The leaks were noted at the same time. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked from an unknown port was confirmed to be a leak from two maxzero ports. Functional testing resulted in no leaking. Pressure testing showed leaking from two of the maxzero components. Closer inspection of the valves under magnification showed a microchannel on the interior walls of each valve, which allowed fluid to leak. The source of the leak is a microchannel found in each maxzero valve which created a fluid path. The root cause of the microchannel is a manufacturing issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the product leaked in the cardiovascular unit during patient use. The product was infusing an unknown medication at 1ml/hour and precedex at 0.8ml/hour into a PICC, and the product was leaking from the red and white ports. The leaks were noted at the same time. There was no patient harm.